Manufacturer narrative:
On (B)(6) 2024, bwi received additional information regarding the event. It was confirmed that the hemostatic valve was dislodged from the hub. There was also white issue identified within the hub. As a result, the coding was updated. The "fluid leak" (a050401) medical device problem code in h6 no longer applies. The h6 coding was updated with two codes based on the information now available: - material separation (a0413) for the hub dislodgment - contamination / decontamination problem (a18) for the white tissue. On (B)(6) 2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and the device was hard to flush. The medical team was unable to aspirate blood because the sheath always drew air. The sheath was being used on the patient. No damage was confirmed to the sheath. No air entered the patient. No blood return was observed. After a three-minute delay, the procedure continued and was completed. No patient consequences were reported.

Manufacturer narrative:
On 30-apr-2024, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and the device was hard to flush. The medical team was unable to aspirate blood because the sheath always drew air. The sheath was being used on the patient. No damage was confirmed to the sheath. No air entered the patient. No blood return was observed. After a three-minute delay, the procedure continued and was completed. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. No white tissue was found inside the hub. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device 00002360 number, and no internal action related to the complaint were found during the review. The dislodgement issue reported by the customer was confirmed. The potential cause of the dislodgement issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. In addition, the white foreign material reported by the customer was not confirmed. However, since the hemostatic valve is white and it was observe dislodged inside the hub, the white valve was potentially perceived as foreign material. However, this could not be confirmed through this investigation. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).